Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient had a surgical intervention on (B)(6)2020, wherein both the leads were explanted and replaced with a penta lead. The patient had complete coverage of her painful areas post operatively.

Manufacturer narrative:
Event and therapy dates are estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-02965. It was reported that during a lead check, it was confirmed that both the leads had migrated from the epidural space. As a result to address the issue patient may be awaiting surgical intervention at a later time.